Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported 'the scrub tech felt (the product) box opened too easy and (felt the) product was not sterile.' The product was not used for surgery.